Event description:
It was reported by the customer that a bd pyxis¿ es server all patients were not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing over. A technical support specialist (tss) determined that the carefusion coordination engine was offline in the virtual host environment. The tss coordinated with the hospital information technology team to get the carefusion coordination engine back online. The tss checked the sql server management studio (ssms) and confirmed that interface was showing to communicate with the server. Then, the tss confirmed with the customer that patients and orders began crossing. The system functioned as intended after the technical support specialist troubleshot the device.